Event description:
The customer reported that they had an iab leak alarm go off, and that the alarm was going off but the iab catheter did not stop pumping. They said they did not autofill the pump, but helium kept being pumped into the patient. They pulled the iab catheter out of the patient, changed the iabp, and inserted a new iab catheter. They reported that they put the old iab catheter under water and found that it had a leak. Symptom observed by datascope service representative: 10 "leak in iab circuit" alarms between 17:49 and 18:26. The patient subsequently expired.

Manufacturer narrative:
The iab pump was evaluated by a datascope service representative and no problems were found. Datascope has contacted the customer on 4 occasions to request the opportunity to evaluate the iab catheter. At the time of this report, the iab catheter has not been returned. Additional information regarding this event including this patient's medical condition at the time of the event has been requested from the customer. If the customer returns the iab for evaluation or if any additional information becomes available, a follow up medwatch will be submitted at that time. A review of the complaint trends does not indicate any manufacturing or systemic issues.